Manufacturer narrative:
Received one device. The customer reported issue was able to be confirmed through the measuring the flow accuracy test. The reported issue was resolved by adjustment of the expulser. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the flow rate accuracy was 8%. The event occurred during patient use and there was no patient harm reported.